Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: it is presumed that the uhi-4 beeps and goes off due to a failure of the cr board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the insufflation unit beeped and went off and restarting did not improve the situation. The issue occurred during preparation for use for an unspecified therapeutic surgical procedure that was completed with a similar device. There was a delay to the start of the procedure; however there were no reports of patient harm. Subsequently, the customer reported that the power supply was connected by two cables from the centralized power supply to extend the length. When the extension was stopped and the power supply cable changed to one cable and reconnected, the issue did not recur.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.